Event description:
It was reported after a battery replacement surgery by the or support specialist (orss) that during the case, high impedance was seen with first sentiva that was opened. It was stated that normal impedance was seen during pre-op diagnostics. High impedance seen was > 9000 ohms. Per the orss, the troubleshooting steps performed were pin reinsertion, hex screwdriver left in to relieve back pressure and reran diagnostics. After three attempts, the surgeon placed the previous generator the patient was implanted with and impedance was found to be ok. The orss suggested to the surgeon to allow her time to get the accessory kit so that generator diagnostics could be performed with a test resistor, however the surgeon indicated they did not want to waste more time and they were sure the sentiva that was opened was faulty. They surgeon proceeded to open a second sentiva generator which showed normal impedance. The device history record's of the generator showing high impedance was reviewed. The generator passed final quality and functional specifications prior to release. The generator showing high impedance was received into product analysis. No additional relevant information has been received to date.

Event description:
Product analysis was performed on the generator returned. The device was returned due to high impedance. Results of diagnostic testing indicated the device was operating properly and communicated properly. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. Electrical test results showed that the pulse generator performed according to functional specifications. The decoder did not indicate a device malfunction and there was no data from the date the reported high impedance was seen to be reviewed. Wandcomm was reviewed and indicated there was no battery issues with the device. All modes were indicated to be disabled. There were no adverse functional, mechanical, or visual issues identified with the returned generator.